Event description:
It was reported that the patient was implanted on thursday and the area around her device was inflamed and hot to the touch. The patient believed it was infected. It was also reported that the patient increased stimulation from 0.5 to 1.0v. She felt pressure in her vagina while sitting but not while standing. The patient was directed to contact her physician. Subsequent information received reported the patient was on keflex for her infection at 500 mg/twice daily. The patient was in a lot of pain in the lower right incision and pain on her upper left back. The patient went to the ER and was told she had an abscess, but her physician told her it was a surgical infection. The patient was feeling stimulation in the left vagina. The system did not give her relief the first day, but it was helping her not to leak now. The patient was getting a throbbing or jumping sensation when she would get into her car. It was discussed that body position could cause change in stimulation sensation. The patient's status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va00beg, implanted: 2012-(B)(6), product type lead. (B)(4).